Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted during a procedure on (B)(6), 2010. According to the complainant, the patient experienced pain and underwent corrective surgery for mesh erosion on (B)(6), 2011 (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.